Event description:
Intuvie received a report from right way medical indicating that the infusion pump did not alarm during the 8 psi occlusion test. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from right way medical indicating that the infusion pump did not alarm during the 8 psi occlusion test. The 4 psi value was recalibrated from 452 to 372. The failure mode was confirmed by right way medical. A review of the device serial number history did not identify any similar complaints. The probable cause was determined to be component failure. The pressure sensor was replaced, and the device was recalibrated as the corrective action. The issue was successfully resolved, after which the device met specification. A CAPA was initiated to investigate the root cause of this failure mode. The failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).